Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. Test p-cap locked properly into the reservoir compartment. Pump alarmed a pump error 37 alarm during testing. Successfully downloaded pump history files and traces using thus software. Pump alarmed a pump error 37 alarm during testing on 05/18/2023 at 08:39:08.000. Pump was cut open to perform visual inspection and found moisture damage on the motor home switch and dried insulin on the motor slide. The following were also noted during visual inspection: corroded battery tube, scratched case, broken battery tube threads, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, and pillowing keypad overlay. Cosmetic damage was confirmed at the battery compartment. Pump error 37 was confirmed during testing due to motor home switch and dried insulin on the motor slide. Moisture damage was confirmed found on the battery tube and the motor home switch. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported broken insulin pump. Troubleshooting was performed and it was reported pump shows physical damage and type of damage is at the battery side from the corner at the bottom to the clip rails. No harm requiring medical intervention was reported. The customer discontinued using the device and the device was returned for analysis.